Event description:
On (B)(6) 2010, the patient reported experiencing several e8 (power interrupt) errors today along with e2 (battery depleted) and a8 (bolus canceled). He stated a2 (battery low) was not displayed prior to e2 error. This was confirmed by viewing the alarm history. The patient is using the correct battery type and the batteries are new. He did not know if the battery was removed before placing the infusion device in the stop mode. At the time of the report, the patient inserted a new battery without error. The patient called back and stated e8 is still occurring. He stated he replaced the battery and battery cover and is unable to clear the error. No physiological effects were reported. The patient didn not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.